Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-50 serial#: (B)(4). Description: infinion cx 50 cm lead.

Event description:
A report was received that the patient was having a wet tap (dural puncture) during an implant procedure. It was also reported that the physician performed a blood patch. The patient was doing well postoperatively.